Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on seven patient samples from an advia chemistry 1800 instrument. Quality control (qc) recovered acceptably for co2_c prior to running the samples. There were no issues with water quality nor with the laboratory temperature. There were no system errors. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse rebuilt all onboard pump seals. Then, the cse replaced the occluded dilution tray wash unit (dwud) skimmer line (for probe 1) and the degasser module. All probe and mixer alignments were verified, and an instrument total service visit (tsv) was performed. Quality control recovered acceptably. Siemens further investigated the incident and determined the instrument's need of routine service potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on seven patient samples from an advia chemistry 1800 instrument. The falsely elevated results were not reported to the physician(s). The samples were either repeated on an alternate instrument or both instruments. The lower repeat results from the alternate instrument were considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.